Event description:
It was reported that during a coiling procedure, the coil was partially deployed by the physician, the physician wanted to redeploy the subject coil as some loops were coming outside. In the process the subject coil got stuck in the microcatheter and there was resistance in the microcatheter. The subject coil got stuck in the microcatheter and it got self-detached within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.